Event description:
It was reported that a spectrum pump failed the flow rate test (five times) during preventive maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported failed flow rate test, and could not be reproduced. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 131442-2015-07149 can be removed from the FDA database.